Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the lower case was broken and contaminated and it was replaced. Analysis also found that the upper case was broken and contaminated, that the battery release and lead flex cover were contaminated, that the two side bail covers, the ring cover, two case screws, the ring cover screw, the two side bails and the ring were missing, that the battery contacts were compressed and the battery drawer was damaged. (B)(4).

Event description:
The external pulse generator which was originally returned as a result of being dropped subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.